Event description:
A 10mm balloon burst during inflation and when removed, noted end of balloon (distal tapped and marker) appeared to be stuck in viabahn stent within av fistula. Left in ventricle. Pt discharged on (B)(6) 2016 asymptomatic after monitoring. The balloon was 10mm x 40mm x 80cm.